Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with heavy calcification and 80% stenosis. The 6x60 and 6x40 mm armada 18 percutaneous transluminal angioplasty (pta) catheters were prepped per the instructions for use. The 6x60 mm armada was inflated to 8 atmospheres and ruptured on the first inflation. The 6x40 mm armada was inflated once and ruptured at 8 atmospheres. Another armada 18 was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional armada 18 device referenced is filed under separate medwatch report number.